Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that low, out of range impedance measurements were observed on the competitor right atrial (ra) lead and right ventricular (rv) lead. Additionally, noise, oversensing and pacing inhibition resulted in the patient experiencing dizziness. As a result, the device was explanted and the leads were surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.